Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with atrial fibrillation (af). Right atrial (ra) lead appeared to be undersensing af. The lead remains in use. No further patient complications have been reported as a result of this event.